Manufacturer narrative:
(B)(4).

Event description:
It was reported that the presented had received a vibratory notifier, the right atrial lead exhibited noise that led to inappropriate mode switches and low impedance. There had been no intervention and no patient symptoms were noted.